Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesghraft device cut no more. There was no delay. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The follow up medwatch is being submitted to relay additional information. On (B)(6) 2018, it was reported that the device does not cut properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Zimmer biomet surgical/ medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on (B)(6) 2018 revealed the cutter, roller, side plate and ratchet gear were all damaged. Repair of the meshgraft ii was not performed by medicrea since at the time of this investigation the customer has not made a decision on the repair quote. The reported event the device does not cut properly was confirmed since during initial inspection the damaged components would cause the device to not cut properly. The root cause of the device not cutting properly cannot be specifically determined with the provided information since it is unknown how the numerous components became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.